Event description:
Consumer claims to have had ear pierced with the inverness system at a retail vendor in 2002. Patient alleges that medical treatment was sought on 5/5/02 for an infection at the piercing site. An incision and drainage was performed and oral antibiotics were prescribed. On 5/19/02 patient was admitted to the hospital where i.v. Antibiotics were administered and another incision and drainage was performed. Patient was discharged on 5/24/02 and was continued on oral antibiotics.